Event description:
It was reported that the bd 20 ml syringe experienced a failure to contain medication. The following information was provided by the initial reporter: syringe was found to be cracked and resulted in fluid leak. - the issue identified before patient use, no patient harm reported.

Manufacturer narrative:
H.6. Investigation: one photo received for investigation, upon visual inspection of the picture received it can be seen a longitudinal crack in the barrel of the 20ll syringe. No other hit or damage can be seen in the device. During manufacturing process tightness test is performed to every syringe in assembly station. In case any fails, it is rejected automatically to scrap. No changes in materials have been performed that could have lead to the defect seen in the device. The areas where pieces run in manufacturing area are protected to avoid damage on product. Reference 300220 is a product packaged in bulk, that if its transported or storage under pressure can lead to damage in syringes. A device history review was performed for lot 2003351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with damage or hit on plunger during manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20 ml syringe experienced a failure to contain medication. The following information was provided by the initial reporter: syringe was found to be cracked and resulted in fluid leak. The issue identified before patient use, no patient harm reported.